Manufacturer narrative:
Per the tandem user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or diabetic ketoacidosis (dka). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high" with small ketones; although specific value was not provided. Reportedly, the customer filled the cartridge while it was on the pump. Tandem technical support educated the customer that filling the cartridge while on the pump is off label per the tandem user guide. The elevated bg was addressed by a correction bolus via the pump.